Manufacturer narrative:
The device was returned to smiths medical. Measured the dimensions of the gaskets as returned and all appeared to meet specification. A cable connector was connected to each unit and each unit showed slight compression of the gasket when connected as required. Functionality was tested per internal test procedure (B)(4). Unable to duplicate the reported failure. DHR: no causes or potential causes to the customer's reported problem were found during the DHR review.

Event description:
It was reported that connection point cable pressure pickup not tight, humidity enters, zero adjustment no longer possible. No patient injury was reported.